Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced six infusion set tubing leakage event at the site on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.